Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens) for urge incontinence. It was reported that trial patient doesn't feel that they were voiding as much as they used to. They stated that it felt like they were, but their lower belly do not look it. Trial patient was concerned about their urgency as they had none. Trial patient stated that the night prior to the report was a terrible night; they were up 6 times and soaking both depends that they wore. Trial patient was recommended to follow up with their healthcare professional. No further complications were reported or anticipated.